Manufacturer narrative:
(B)(4), distributor of hemofilters in (B)(6), reported that while a facility was using the medivators hf 1200, a patient lost approximately 200 ml of blood. The patient's current condition is reported to be fine. The complaint reported a fiber leak. Medivators quality assurance reviewed the batch records of the reported lot and found no abnormalities that contribute to a fiber leak. The unit was not returned for analysis. Medivators qa was unable to confirm the complaint of a fiber leak and thus cannot conclude the reported blood loss was due to a fiber leak. Medivators remains in close contact with (B)(4). This complaint will continue to be monitored in the medivators complaint handling system. Facility information: (B)(4).

Event description:
(B)(4) , distributor of hemofilters in (B)(6), reported a facility reported that while performing a procedure using a medivators renaflo ii hemofilter, a patient lost approximately 200 ml of blood.